Event description:
The insulin pump was returned without communication regarding the reason for return.

Manufacturer narrative:
The insulin pump was received with full segment display, due to broken battery contact spring solder joints. Functional testing could not be performed, due to full segment display. No cosmetic damage was noted.